Event description:
It was reported that the patient passed away due to cardiogenic shock. The pump functioned as intended and the death was not device or therapy related. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
Section a3 - patient gender was not provided. Section a4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a3 and section a4 - updated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. According to the account, no additional information will be provided. (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.